Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider states the en user alleges the chair will power on and drive.